Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ plus bd q-syte¿ catheter broke while inside the patient. The patient received an x-ray, and was also consulted by a vascular surgery doctor. The catheter was not found. It was reported that ¿further checking on the patient will be carried on¿.

Manufacturer narrative:
Investigation summary: the batch record for lot#528091 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation, bd investigators were able to observe the reported failure mode in the sample provided. The returned device had a broken catheter, retention samples from this lot were subjected to repetitive bending in an attempt to replicate the observed damage. After twenty iterations of 360 degree rotation investigators were unable to duplicate your reported issue. Investigation conclusion: unfortunately the root cause could not be determined to be related to the plant given that the product behaved within specification for the previous three days.

Event description:
It was reported that the bd pegasus¿ plus bd q-syte¿ catheter broke while inside the patient. The patient received an x-ray, and was also consulted by a vascular surgery doctor. The catheter was not found. It was reported that ¿further checking on the patient will be carried on¿.